Event description:
A medtronic representative reported that the screw on the open spine clamp had physical damage. This even was reported outside of the operating room. There was no patient present.

Manufacturer narrative:
RMA issued. Replacement part shipped to site. Investigation of suspect part finds the adjustment screw threads and head are not stripped, as reported. However, the retaining ring on the end of the adjustment screw has been stretched by overtightening. The retainer ring is no longer tight to the clamp face causing a loose fit during screw travel.